Event description:
See 1649393-2004-0015 for first event involving same pt. It was reported that after the first neopicc was removed, this catheter was placed in left cephalic vessel via left arm without difficulty. Good blood return was noted and line flushed easily. An xray confirmed placement. Catheter was removed intact in 2004 due to obvious sings of infiltration (swelling) in left shoulder and neck area. 6 days later a third neopicc was placed via right saphenous vein. Good blood return was noted and catheter flushed easily. An xray with contrast confirmed proper placement in the ivc. The pt tolerated the procedure well. The catheter was later removed intact 7 days later when it was no longer needed. No other details provided. Other relevant history (continued) - and hypothyroidism of prematurity.